Event description:
Prior to an electrophysiology procedure, the amplifier displayed the message ¿no display - please check connection¿ and a spark was observed followed by a burning smell. The amplifier was power cycled and a loud continuous beeping sound came from the amplifier. The patient was moved to another room and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned ep-workmate amplifier would not power on. The power supply was temporarily replaced with a test standard power supply and normal power was restored. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation, the cause for the sparking and burning smell could be attributed to the nonfunctional power supply.